Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided: therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk relationship of the product is not altered by this report.

Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous report was rec'd on (B)(4) 2013 from a physician database extraction regarding a female pt, initials unk (age is not provided) with kellgren-lawrence grade 2 osteoarthritis with trace prior effusion. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for one previous courses of synvisc (age at the time of first course was (B)(6)). On an unspecified date, the pt initiated second course of intra-articular synvisc (hylan g-f 20) injection (dosage regiment not provided) in left knee. The lot number of synvisc was not provided. On (B)(6) 2004, the pt rec'd second injection of a second course into left knee. On (B)(6) 2004 (7 days after the injection), the pt experienced synovitis in the left knee. On an unspecified date in (B)(6) 2004, the pt experienced left knee effusion and 20 cc of clear yellow fluid was aspirated. The pt rec'd treatment with 1.3 cc of betamethasone. On (B)(6) 2004, (after 48 hours) the pt recovered from the event of synovitis in left knee. The outcome for the events of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis in left knee and left knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in left knee as definitely related and did not assess the relationships between synvisc and left knee effusion. Follow up info was rec'd on (B)(4) 2013 and the pt initials were reported as (B)(6).